Manufacturer narrative:
(B) (4)

Event description:
The pt felt stimulation in her arms and legs and not in the desired areas of the neck and the back. She had no pain relief. It felt like the device was malfunctioning. The physician wanted to x-ray to check lead placement. The pt was still admitted to the hospital from the implant surgery. It was further reported that one lead felt like it was coming out of the pt's back. It migrated down the spine preventing pain relief in the neck. The stimulation was felt in the hands, feet and shoulder. There was no evidence of erosion. Basic reprogramming was performed with good results.